Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and outer- sheath were not returned with the device. Microscope examination was performed, and it was observed that the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. Dimensional examination was performed on the outside diameter of the bushing, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): section e has been corrected using the distributor's information as it was the distributor who reported the event. Block e1 (initial reporter address 1): (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an intestinal polyp endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the wound; however, the clip could not be released by pushing the handle and the slider was stuck. It was also noted that there was no "pop" during the stages of deployment. The delivery catheter was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an intestinal polyp endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the wound; however, the clip could not be released by pushing the handle and the slider was stuck. It was also noted that there was no "pop" during the stages of deployment. The delivery catheter was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.